Event description:
The consumer sat on the edge of the transfer bench and moved to the opposite side over the tub, when the front legs allegedly spread forwards, causing the front tubing under the middle seat pad to crack. The consumers husband allegedly prevented her from falling. No serious injury is alleged.